Manufacturer narrative:
Block b3: exact date unknown, event occurred a few days after the implant procedure. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6) batch: 7076379.

Event description:
It was reported that the patient had an infection at the ipg pocket site after being implanted. The physician believed that the infection was not procedure related. The patient was placed on antibiotics and underwent an explant procedure. The explanted devices were not returned as they were disposed by the medical facility.